Manufacturer narrative:
Product analysis: the product was not returned; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the valve was loaded without issue and verified under fluoroscopy. During deployment, at a shallow depth, infolding was noted. The valve was recaptured and repositioned to a deeper depth, but infolding was still present. The valve was fully deployed. A post-implant balloon aortic valvuloplasty (bav) was performed which resolved the infold, however severe paravalvular leak (pvl) remained. A second bav was performed and the valve dislodged into the sinuses. A second valve was then required to be implanted. No additional adverse patient effects were reported.